Event description:
When using the hologic selenia in mammography room 2, the motor w continued to engage after the foot pedal was released. Held fine tune handle to try to release, very difficult to turn. Was able to release the paddle. Pt was sore, but not hurt, no injury visible. Service was contacted, and could find no problem with machine. If this happens again, instructed to use emergency button gantry.